Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call for high blood glucose of 541mg/dl and treated with a bolus. The customer indicated that the last time they changed the infusion set, they noticed that the cannula was bent. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer did not want to troubleshoot and was advised to monitor and call back later for further assistance.